Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity above previous efficacy with the vns therapy. Investigation to date has been unable to determine whether the increase in seizure activity is also an increase above pre-vns baseline frequency. It was reported that the vns therapy, the pt typically experienced 2-4 seizures per month, usually around the time of her menstrual cycle. The pt now experiences two seizures in one day. The pt's device has not been checked in 2 - 3 years. The pt has moved since the last time her device was checked. The pt now lives 70 miles away from the nearest neurologist and is without transportation.